Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead perforation and tamponade occurred and loss of consciousness. A periocardiocentesis was performed during which the rv lead became contaminated. The rv lead was explanted following resuscitation of the patient and a replacement rv lead was implanted. No further patient complications have been reported as a result of this event.